Event description:
It was reported that during a da vinci-assisted surgical procedure, the left eye was out in the surgeon side console (ssc). The customer found a loose fiber cable on the back of the console and was reseated. The customer performed hard power cycle on the entire system and the system still restarted without the left eye image in the console. The customer attempted multiple power cycles after ensuring all connections and additional power cycles on the console however each one still showed the console image blacked out. No icons or indications of power were seen in the left eye. The customer converted to laparoscopy with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering, and it initially did power on without errors. The procedure was converted to laparoscopy. No additional ports were placed and no ports incisions increased. No patient injury or harm.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the high resolution stereo viewer (hrsv) monitor to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The hrsv monitor was analyzed and failure analysis investigation replicated the customer reported complaint. The monitor was installed on the left side of the printed circuit assembly (pca) test system. Upon power up, the system booted up with no issues, except the left eye monitor is dead. No images are being shown on the left eye of the ssc.